Manufacturer narrative:
Tech found defective caster, tech replaced the steer caster and brake caster. Tech checked bed functions all work normal. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the brake caster did not hold.